Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: d4: expiration date and UDI not available, lot number unknown, h3: device evaluated by manufacturer: change ¿no' to 'yes', h4: device manufacture date not available. One implant and one unknown zimmer hla abutment were returned for investigation. Visual evaluation of the as returned devices identified that the implant exhibited signs of use and the unknown hla abutment was modified. Functional testing was performed with an in-house driver. The abutment would not disengage from the implant. A pre-existing condition noted on the per form was smoker. Bone density was unknown. The reported device was located on tooth location 16 (fdi) and was used for approximately three (3) years and seven (7) months. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 9-10/19. Instructions for use- prosthetics for zimmer dental implant systems (IFU 4894 rev 6 - 08/19). Information identified: 'warnings' 'precautions' 'contraindications'. DHR, sterilization, and complaint history review: (unknown zimmer abutment) DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1 patient identifier unknown ,not provided. A2: age and date of birth unknown , not provided. A4: weight unknown ,not provided. D1: brand name unknown , not provided. D4: catalog and lot number unknown , not provided .

Event description:
It was reported that an unknown hla abutment was stuck in the implant and did not release. Procedure was not completed with other item.